Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced intermittent and erratic stimulation. The stimulator was described as randomly cutting off over the last one to two weeks, with confirmation of therapy cessation indicated by the therapy off icon. Additionally, the patient reported that the implantable pulse generator (ipg) was getting hot inside the body. No troubleshooting steps were performed, and the issue was ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The explanted ipg and lead were returned to manufacturer.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), model 977119, s/n (B)(6), revealed the ins passed functional testing. Specifically, the ins passed bench and final functional testing showing no single fault condition or other high current anomaly that could contribute to the heat sensation during normal operation per the return complaint information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the device was not replaced and the patient's symptoms have resolved since the device was explanted. Rep reports confirming this information with the physician.

Event description:
Additional information was received, it was reported that during an MRI while the stimulator was on MRI mode, the battery became extremely hot. The patient was removed from the MRI machine and stated they could feel the difference. It was noted that after about 15-20 minutes it was turned back on and the patient was sent home. While the patient was travelling the stimulator started to increase on its own, they turned it off. The patient noted they did not want it turned back on and noted that it had turned on/off and increased on its own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.